Event description:
It was reported the customer had a no delivery alarm during a bolus. The customer's reservoir was not empty. Troubleshooting found insulin was able to exit during a fixed prime. The customer's cannula was not bent upon removal of their infusion set. Customer's blood glucose was 189 mg/dl. The customer was advised to change their insertion site. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.